Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, the jaw of the tenaculum forceps instrument was found to be broken. A backup instrument of a different type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the tenaculum forceps instrument (pn# 420207-10 / lot# n10210118-223 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system rsh0263 for approximately 11 minutes. The alleged event occurred on the 9th use of the instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.